Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the teeth on the biopsy forceps were not sharp and were tearing the tissue. No samples were taken with this device. It is unknown if the device was inspected/tested prior to use. Additionally it was confirmed that no device damage was noted. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; needle bent.

Manufacturer narrative:
A visual examination of the returned device found the needle bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open however, the bent needle did not allow proper jaw closure. Due to the condition of the returned incident device the reported condition could not be confirmed. During the device evaluation it was found that the forceps needle was bent. The most probable root cause for this is considered operational context as excessive force may have been applied to the device due to anatomical or procedural factors, which most likely caused the needle to bend. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)